Event description:
It was reported that the air dermatome was skipping when trying to take a skin graft. There was no report of injury or adverse pt consequences associated with this incident.

Manufacturer narrative:
The device was returned to the MFR for eval. The device was found to be out of calibration on the zero graft setting. However, this would not impact grafting ability. All other graft settings were in calibration. Parts replaced included; head bearings, motor, poppet assembly, reciprocating arm, seal and retaining ring, and swivel. The device was repaired according to procedure and returned to the customer. The device was purchased in 1995. A review of service records show that the device had not received calibration and preventive maintenance service at zimmer osp since 09/2003. It is documented in the instruction manual included with the device that "the zimmer air dermatome should be returned every 12 months for inspection and preventative maintenance."